Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Evaluation of the returned cartridge determined that the connector on the priming line exhibited damage. The damage to the connector most likely occurred when making patient connections at the time of treatment. There have been no similar events reported for this lot of cartridges. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred toward the end of a routine hemodialysis treatment. Recovery attempts were made with no air observed. Rinseback was not completed due to possible clotting, resulting in an estimated blood loss of 163 cc. No medical intervention was required.